Event description:
The customer reported that the roller clamp on the tubing continued to leak after the clamp had been closed. No harm or injury was reported.

Manufacturer narrative:
Device eval. The suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. Eval conclusions: a f/u report will be submitted when the investigation has been completed.